Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clip applier would simply start working and then suddenly the clips would "fall out of the applier". The clips did "not fit snugly" and they would have a space on top that would cause leakage. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.